Event description:
On (B)(6), the user contacted dario to report a high blood glucose (bg) reading. Due to this elevated reading, the user went to the ER, where her bg level was tested with the hospital's meter and was found to read lower than the user's dario meter. The user reported that she hadn't used the meter for a while. While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that expired almost 3 years ago (september 2018). This cartridge of strips was also opened a couple of years ago, and therefore was expired. Dario's user guide states in the section regarding "factors that may lead to inaccurate results", that the use of strips after the expiration date may lead to inaccurate results. Moreover, as per dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained to the user that strips that have been opened for more than 30 days can cause inaccurate readings. The user stated that she does not have additional strip cartridges and does not wish to purchase more. The high bg readings may have been due to the use of expired strips. Not enough information regarding the old strips to investigate. No other product problem was reported. No resolution is available.